Event description:
(B)(4). Same case as: 2134265-2012-04466. Same patient as: 2134265-2012-04483, 2134265-2012-04521, 2134265-2012-04522, 2134265-2012-04482. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was a de novo lesion located in the mid left anterior descending (lad). The lesion was 85% stenosed, 3.25mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 2.75x24mm taxus liberte stent. Post dilation was performed with a 3.0x12mm quantum maverick balloon which was inflated at 20 atm proximally. This resulted in vasospasm which was treated with a 200 mcg intracoronary nitroglycerin. Subsequent images revealed good stent apposition. Residual stenosis was 0%. However, later images revealed distal embolization of athereombolic material down the distal lad at the apex. This was treated with 400 mcg intracoronary nitroglycerin with no significant resolution. The flow at the distal lad was stopped due to distal embolus. A non-bsc wire loaded on a 1.5x8mm non-compliant balloon was used for dottering the embolised distal lad at the apex. This re-established the flow with residual stenosis of 45%. Lesion 2 was an in-stent restenosed lesion located in the proximal left circumflex (cx). The lesion was 85% stenosed, 3.25mm in diameter and 14mm long. The lesion was treated with predilation using a 3.0x12mm non-compliant balloon and placement of a 3.0x16mm taxus liberte stent. This resulted in vasospasm which was treated with 400 mcg intracoronary nitroglycerin. Subsequent images revealed good stent apposition. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest congestion, discomfort. Electrocardiogram revealed sinus tachycardia and 110 beats/min with anterior lateral q-waves and inferior q-waves with st elevation in lead ii and lead iii as well as the whole anterior precordium with st elevation the patient was referred to another facility for further evaluation. On admission, the patient was free of chest discomfort; however, was tachycardia with low grade fever without dyspnea and systolic blood pressure was 100mmhg. Electrocardiogram revealed possible left atrial enlargement, right ventricular conduction delay suggesting anterolateral infract. Cardiac enzymes were noted to be elevated. No further treatment were performed and medical treatment were administered.

Event description:
It was further reported that 3 days prior to presenting for the previously reported event in (B)(6) 2012, the patient had chest discomfort which resolved. At the time of the event, the patient presented with dyspnea. The patient was diagnosed for acute kidney injury on chronic kidney disease which was likely secondary to diabetic nephropathy and hypertensive nephrosclerosis. Laboratory investigation revealed creatinine: 1.2-1.4 and bun:36. Cardiac catheterization and dual antiplatelet therapy was withheld. The event was considered resolved without residual stenosis. In (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier : (B)(6). Device evaluated by manufacturer -it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: describe event or problem, patient codes. (B)(4).

Event description:
It was reported that in (B)(6) 2012, the patient experienced stent thrombosis.